Event description:
The customer reported via phone call that their current blood glucose was 404 mg/dl. Customer took a bolus and stated that they were going to see their diabetic case manager. Customer reported via email that there was also a crack on the insulin pump by the battery compartment. A follow-up email reported that a replacement pump has been shipped to the customer. Customer was advised to discontinue use of the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked belt clip slot at batter tube threads area, cracked reservoir tube lip, cracked case on display window corner and minor scratches on lcd window noted.